Manufacturer narrative:
Acme nut in lift motor failed.

Event description:
It was reported by svc report that the footend of the bed would not stay up. No pt involvement or adverse consequences are reported.